Event description:
It was reported by a company representative that a handheld computer screen was cracked due to unknown reason. The handheld computer can still be switched on and off and is in working order, but the area representative indicated that since it is a touchscreen, they can no longer use it. At the moment, attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received that the handheld was dropped by hospital personnel. The handheld at this time is not being returned for analysis.